Manufacturer narrative:
Other serious or important medical events: it is unknown if and what medical or surgical intervention was required. The v.a.c.® granufoam¿ dressing identifier was not provided. Based on the information provided, it cannot be determined that the alleged event is related to the v.a.c.® granufoam¿ dressing. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. The v.a.c.® granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed. Device labeling, available in print, states: precautions: protect periwound skin, do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On (B)(6) 2021, the following was reported to kci by the nurse: the nurse reportedly observed the clinical nursing staff place the sensat.r.a.c.¿ pad of the v.a.c.® granufoam¿ dressing over the top of closed incisions. The nurse observed one wound allegedly "open up" upon removal of the v.a.c.® granufoam¿ dressing. The patient reportedly already had a partially dehisced incision wound underneath. No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.